Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump was over and under delivering insulin and they did not trust it anymore. The customer¿s blood glucose level was 117 mg/dl at the time of the call. The customer was off the pump currently and using manual injections. Troubleshooting was not completed. No further details were provided. The insulin pump will be returned for analysis.